Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump for a while. Customer tried different infusion sets and different parts of her body for insertion. Customer stated that she was still getting the same issue. Customer's blood glucose was 13.1 mmol/l. Customer was having no delivery alarms during bolus/basal. Customer has tried all remedies. Customer has checked with their doctor for scarred tissue. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.